Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Items marked ni are unknown at this time. Being investigated. MFR. Report#: 8010762-2011-00001. (B)(4).

Event description:
Oxygenator developed a crack on the housing during use. The oxygenator was changed out. There were no leaks noticed and there was no adverse effect to the pt. (B)(4).